Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. A manual injection was delivered to address bg. The customer alleged that the pump was not delivering boluses as requested. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended.